Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system. The pt sample was retested on a different instrument and the result was within the normal reference range. The initial elevated result was not reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(6) 2008 to investigate the event. The fse checked the precision pump spring, vacuum pump, mixer speed, and ultrasonic's. No leaks from the pump or issues were observed. The fse inspected the peri-pump rollers and cassettes, no issues observed. The fse cleaned the pump and found 1 large peri-pump tube and aspirate tube to probe #6 had clips that were spaced too far apart at about 90mm causing loose tension against rollers; the fse replaced both tubes. The fse also observed the substrate probe not being held properly by the wash arm and noted that the (substrate probe) can easily be bumped out of the holder when doing probe maintenance as a result. The fse set the wash arm height, checked incubator belt alignments, primed the system and completed a high sensitive system check which passed. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.